Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to lead fracture, high out-of-range shock impedance measurements of greater than 150 ohms and code 1005 being indicated on the device. During a device replacement procedure due to normal battery depletion, when this rv lead was connected to the new device and defibrillation threshold (dft) testing was performed, code 1005 was displayed. Subsequently a new rv lead was successfully implanted, and the issue was resolved. The physician also elected to use a different device at that point. No additional patient adverse effects were reported.